Manufacturer narrative:
Additional information was received that approximately three years and three months following implant, cardiac magnetic resonance imaging (MRI) showed pulmonary regurgitation (not quantified). Approximately three years and ten months following implant a chest x-ray showed multiple stent fractures with mild pulmonary vascular congestion. Prior to any intervention, a 40mmhg gradient was noted proximal to the conduit and another 60mmhg gradient across the flap in the distal conduit just proximal to the pulmonary artery (pa) bifurcation. The transpulmonary gradient was 11mmhg. The previous conduit was stented with two stents overlapping the existing transcatheter pulmonary bioprosthetic valve (tpbv) at the level of the proximal gradient before a second tpbv was placed in the conduit. Following the implant of the second tpbv, it was noted that the gradient and right ventricular end systolic pressure (rvesp) was reduced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately four years following the implant of this transcatheter pulmonary bioprosthetic valve (b197503), a second valve (b597960) was implanted for an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.